Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported in a journal article that the patient was experiencing patellofemoral subluxation and instability approximately four (4) months post-implantation. Subsequently, approximately six (6) months post-operatively, the patient underwent an open lateral release, medial capsule reefing, and medial patella-femoral ligament reconstruction to resolve the issue. However, the patient's condition persisted at last follow-up. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). Concomitant medical product: unknown persona patella, unknown persona bearing, unknown persona tibial tray. Initial reporter: alexander j. Nedopil, stephen m. Howell, maury l. Hull ¿what clinical characteristics and radiographic parameters are associated with patellofemoral instability after kinematically aligned total knee arthroplasty¿ international orthopaedics (sicot) (2017) 41:283-291. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05351. Product location unknown.

Event description:
It was reported in a journal article that the patient was experiencing patellofemoral subluxation and instability approximately four months post-implantation. Attempts have been made and no further information has been provided.